Event description:
It was reported that this left ventricular (lv) lead had triggered an alert due to a high out-of-range pace impedance measurement greater than 2,000 ohms. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had triggered an alert due to a high out-of-range pace impedance measurement greater than 2,000 ohms. This lv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic on 3/4 and the impedance alert value was increased from 2,000 ohms to 3.000 ohms. It was noted that the impedance measurement during the clinic visit was 1,914 ohms. No x-rays were performed. This lv lead remains in service. No adverse patient effects were reported.